Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08378. It was reported that guide wire removal difficulties occurred. The target lesion was located in the left anterior descending artery (lad). After a 0.014 guide wire was advanced to cross the lesion, a 3.00x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the guide wire. Subsequently, the guide wire became stuck into the wire lumen. The device was removed with snare catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.